Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
The customer reported that while the rn was administering IV push medication the tubing broke. There was no patient harm.

Manufacturer narrative:
The customer¿s experience of tubing broke ¿separated¿ was confirmed. Visual inspection of the set noted that the silicone segment was completely separated from the upper fitment. Examination under magnification observed no abnormalities. The expected retainer ring component for the upper fitment was still intact. No crush marks were observed on the upper or lower fitment.. The separated silicone was manually reassembled and fully reseated by hand. Functional and pressure testing resulted in no leaks and or separation from the silicone segment. Dimensional testing was performed and the set was measured to be within specification. The root cause of the separation in the silicone segment was not identified.